Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results showed that two reloads were received fully fired; ecr60g reload and ecr60d reload. In addition, the reloads had the pan detached. No functional test could be performed. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Batch: h53g6k. Manufacturing date: 11/8/2011. Product exp. Date: 10/8/2016. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the cartridges separated when removed from the device. Both cartridges fired properly. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.